Event description:
The customer reported that the 840 ventilator did not respond to setting changes. No patient involvement. Covidien technical support engineer (tse) troubleshoots this issue with the customer over the phone. Customer was recommended to run vent on test lung. Covidien was not authorized to service the device.